Event description:
It was reported the valve was explanted due to high gradient and aortic insufficiency. A recent tee revealed a mean gradient of 49 mmhg, a peak gradient of 90 mmhg and mild aortic insufficiency (ai). On (B) (6), the pt had an ejection fraction on 35-40%, trace ai, the valve appeared severely sclerotic and grade ii atheroma-ascending ao arch. The valve was explanted and replaced with another manufacturer's valve. Additional info has been requested.